Event description:
It was reported that the catheter balloon was difficult to deflate using a syringe during a pretest. It was further reported the water naturally escaped from the balloon after resting the catheter for a while.

Manufacturer narrative:
The reported event is unconfirmed. Based on evaluation that been carried out, the sample was evaluated and no pinch or blockage observed. Catheter able to inflated and deflated without any difficulty. No conditions found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"directions for use]1. Method of usethe device is intended for single use only and is not reusable.2. Precautions for use6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter.8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"correction: h3h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate using a syringe during a pretest. It was further reported the water naturally escaped from the balloon after resting the catheter for a while.